Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the entry point of the pin driver was damaged. This device shows significant signs of wear/usage. A functional evaluation confirmed the stated failure. The driver would not hold a .123 pin gage as intended. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the entry point of the pin drivers were the connection of the pin goes is damaged. This device shows significant signs of wear/usage. This device was manufactured in 2014. A functional evaluation confirmed the stated failure. The driver would not hold a .123 pin gage as intended. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. (B)(4).

Event description:
It was reported that, during inspection universal pin driver failed. Incident occurred before the procedure; therefore, there was no patient involvement.